Event description:
The pt received his scs system on (B)(6) 2011 including a paddle lead. It was reported the pt had allegedly fallen. Afterward, he was experiencing pain in the mid back area. The pain would go away when the stimulation was deactivated. X-rays were taken and came back normal. The pt's lead was explanted and replaced. The issue was resolved post-op.

Manufacturer narrative:
Eval: results: the lead was received complete with exposed wires. Various electrocautery burn marks were observed on the lead segment. Broken wires were observed at one of the electrocautery burn sites. The burn marks were consistent with the explant procedure. Visual inspection of the lead paddle revealed broken wires on multiple channels. The broken wires were consistent with the overstress condition the lead was subjected to while being implanted. As a result, functional testing was not performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.